Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. However, the pump was received with corroded battery tube. No low battery alerts or battery out limit alarms noted. The pump passed self-test, unexpected error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with cracked case at display window corners and minor scratches on lcd window.

Event description:
It was reported of battery out limit and low battery alert. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the battery depleted as quick as 3 days. The product was returned for analysis.